Event description:
It was reported that the temp sensing foley consistently read a temperature higher than the patient's actual temperature. Health professionals took temperatures rectally and orally that were lower than what the temp-sensing foley read.

Manufacturer narrative:
The reported event was confirmed. An amber lubricath temperature sensing catheter (with a molex connector) was returned attached without its original packaging .the catheter was found to be out of specifications for the 25c reading and 41c readings. A potential root cause could be due to a "insufficient seal". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: ¿ as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. ¿ aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temp sensing foley consistently read a temperature higher than the patient's actual temperature. Health professionals took temperatures rectally and orally that were lower than what the temp-sensing foley read.